Event description:
It was reported that during a peripheral stenting treatment procedure, a balloon rupture occurred. Using a femoral approach, the 90% stenosed lesion was located in a non-calcified, moderately tortuous sub clavian artery. The 8.0 x 40 x 135 cm express-vascular ld stent delivery system was advanced to the lesion when the stent delivery balloon ruptured at unknowns atms upon first inflation. The ruptured balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A visual examination of the device noted no damage to the shaft of the device. The balloon showed evidence of being inflated. There was no damage noted to the distal tip of the device. The device was attached to an encore inflation unit and a positive pressure was applied when a leak was noted. A microscopic examination of the balloon material noted a pinhole located over the proximal edge of the proximal markerband. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, a balloon rupture occurred. Using a femoral approach, the 90% stenosed lesion was located in a non-calcified, moderately tortuous sub clavian artery. The 8.0 x 40 x 135 cm express-vascular ld stent delivery system was advanced to the lesion when the stent delivery balloon ruptured at unknowns atms upon first inflation. The ruptured balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.